Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. It was reported the physician had advanced the impella 6 cm without echocardiography guidance, resulting in a ¿placement signal low¿ alarm. The physician declined further repositioning and requested that placement monitoring alarms be disabled. During repositioning, a sterile sleeve tear occurred. The patient is currently on support.

Manufacturer narrative:
H6. Health effect - clinical code e2403 no clinical signs, symptoms or conditions added.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 73 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was previously supported by inotropes, vasopressors, a vent for respiratory needs, and a previous impella cp. The underlying medical history was not shared. The patient was also on support with the extra-corporeal membrane oxygenation. While on support, on day 4, there was an observation made of placement signal low and the team assessed the position by echo imaging. The pump was repositioned by 2cm but, the physician would not adjust position further. They were made aware that poor positioning was still possible. The placement signal alarm was turned off and support proceeded. With the pump repositioning there was sleeve damage that occurred. The torn sleeve did not prompt the pump to be explanted. The pump remained on for support for 19 days before decision was made to withdraw care and patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e and decision to withdraw care.

Manufacturer narrative:
B5 clinical narrative updated section d1 brand name corrected. H6 type of reportable event was updated from malfunction to death and codes updated. A0709 is no longer appliable to this report. Investigation summary: device in wrong position: the cause of the device in wrong position could not be determined. Pd-anticontamination sleeve-(separation, torn): the cause of the product damage to the anticontamination sleeve could not be determined.

Manufacturer narrative:
Updated information: d6b explant date added. G1 MFR contact fax number added.

Manufacturer narrative:
B5: added updated clinical review. D4: corrected serial number.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 73-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was previously supported by inotropes, vasopressors, a vent for respiratory needs, and a previous impella cp. The underlying medical history was not shared. The patient was also on support with the extra-corporeal membrane oxygenation. While on support, on day 4, there was an observation made of placement signal low and the team assessed the position by echo imaging. The pump was repositioned by 2cm but, the physician would not adjust position further. They were made aware that poor positioning was still possible. The placement signal alarm was turned off and support proceeded. With the pump repositioning there was sleeve damage that occurred. The pump repositioning had returned the pump to the previous ventricular location. The torn sleeve did not prompt the pump to be explanted. The pump remained on for support for 19 days before decision was made to withdraw care and patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e and decision to withdraw care.